Event description:
Episodes of dizziness reported. The ventricular lead demonstrated high impedance with intermittent loss of capture. There were 287 ventricular high rate episodes. Oversensing of noise noted with intermittent undersensing. Apparent inner conductor fracture.